Manufacturer narrative:
The device has not been received for analysis. If there is any further relevant information, this report will be updated.

Event description:
It was reported that this right atrial (ra) lead exhibited high impedance values and stimulation thresholds during implantation. The lead was found to be dislodged upon fluoroscopy. Loss of capture was also noticed. The physician attempted to reposition the lead 3 times but the lead became dislodged every time the stylet was removed. On the last attempt the impedance measurements for this lead were high and out of range (over 3000 ohms). The physician then tried to turn the helix mechanism clockwise and then counterclockwise approximately 30 turns on each direction. The helix was unable to be extended or retracted. This lead was removed and replaced with the same model prior to pocket closure. No adverse patient effects were reported. The device is expected to be returned for analysis.

Event description:
It was reported that this right atrial (ra) lead exhibited high impedance values and stimulation thresholds during implantation. The lead was found to be dislodged upon fluoroscopy. Loss of capture was also noticed. The physician attempted to reposition the lead 3 times but the lead became dislodged every time the stylet was removed. On the last attempt the impedance measurements for this lead were high and out of range (over 3000 ohms). The physician then tried to turn the helix mechanism clockwise and then counterclockwise approximately 30 turns on each direction. The helix was unable to be extended or retracted. This lead was removed and replaced with the same model prior to pocket closure. No adverse patient effects were reported. The device is expected to be returned for analysis. The device was later returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. If there is any further relevant information, this report will be updated. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. This lead was returned to our post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried blood around the helix housing. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations of the high pacing impedance, failure to capture, and high capture threshold allegations and detailed analysis did not reveal any abnormalities. The ingevity helix difficulty allegation was confirmed. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems. The ingevity MRI-compatible lead was designed with a goal of balancing multiple design inputs, including implant handling and short and long term safety performance (e.g., low dislodgement and perforation occurrence). The single filar inner coil design of the ingevity lead was selected for improved fatigue durability and for safe performance within an MRI environment (protective against lead heating). Physician implant technique and patient anatomy may contribute to helix extension difficulty. Specifically, tortuous patient anatomy or bends in the proximal portion of the lead remaining outside of the body, sharp bends in the stylet, and/or kinks in the lead introducer sheath may contribute to situations where adequate torque is not transferred to the helix to enable extension/retraction. Implant techniques such as under-rotating or over-rotating the terminal tool, failure to remove the terminal tool between extension/retraction cycles to release torque stored in the inner coil, excessively fast tool rotation speed (>1 full turn per second), and the presence of tissue in the helix, which may accumulate with multiple lead repositioning attempts may also contribute to situations where adequate torque is not transferred to the helix to enable extension/retraction. Approved instructions for use provided with all products includes best practices and clear guidance to mitigate these potential contributing factors.